Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.0/104 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2017. On (B)(6) 2019 the lens was explanted due to lens opacity asc. Phaco-emulsification (cataract surgery) and iol implantation was performed and the problem was resolved. The cause of the event is reported as unknown.